Event description:
During a cath lab procedure, an attempt was made to charge the defibrillator. The device reportedly failed to charge. After one or more additional attempts, the defibrillator charged properly. There were no adverse affects to the pt reported as a results of device use.

Manufacturer narrative:
.